Event description:
It was reported to philips that the device display was damaged. There was no patient involvement. A customer requested assistance from a bench service technician, it was determined this was a malfunction of the display assembly. Per the bench technician a new display assembly was ordered and replaced to return the device to working condition. Based on the conclusion of the investigation, it was determined that this was a malfunction of the display assembly. The display assembly was ordered and replaced to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.